Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers. Additional information was requested and the following was obtained: was buttressing material utilized? If so, which product? Gore seam. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Initially there was resistance. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis found that one ecr60d cartridge was received for analysis. Upon evaluation of the cartridge, it was noted to have the right side fully fired, left side outer row fully fired and two inner rows partially fired. In addition the returned reload was disassembled to verify the condition of the internal components and it was found that cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic sleeve gastrectomy procedure, on the second firing with a gold cartridge on the stomach on the left side the last two rows of staples closest to the cut line the staples did not form. They did not penetrate the tissue and were straight. The device cut the tissue but the staples were not formed in that area. It was over sewed. The resident fired the device and commented that the initially upon firing there was resistance and then it was easier to complete the firing sequence. They continued to use to the device to complete the procedure.